Manufacturer narrative:
This complaint of a subcutaneous leak in the catheter is confirmed. The catheter was returned in three sections. During functional testing, a spraying leak was observed emanating from the distal section. The leak site is located between the 6 and 7 cm depth markers. The split in the tubing is longitudinal. A cross sectional view of the split site reveals a dull granular veneer. The leak site is <0.3 inches in length. The split edges are sharp and traverse in a straight line. The tubing surrounding the leak site is unremarkable. Applying tension causes the edges to gape revealing uniformed walls. Gross visual, microscopic and functional testing shows no evidence of a defect or deformity related to the mfg process. At this time, the mechanism of damage is undetermined. A lot history review (lhr) is not possible, as no mfg lot number info has been provided by the complainant.

Event description:
While infusing the PICC, the pt noticed it started to leak externally because he felt the wetness on his arm. Pt started to remove the PICC from his body and he noticed a break. He then kept pulling and noticed a fray in the line. Line was indwelling for 15 months.